Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is not receiving effective stimulation despite having been reprogrammed. Fluoroscopy showed the lead is far off to the right but remain posterior. Initial images are unavailable so unable to determine if the lead has migrated. Surgical intervention is planned to remove and replace the scs system with a competitors system.